Manufacturer narrative:
The reported plate (part number 70-0362) was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as batch/lot number of the plate is unknown. However, one reported screw was returned for evaluation. The 3.5mm x 22mm locking hexalobe screw (part number 30-0239, batch number 462876) appeared to have broken from a torsional fracture. The screw measured .1830"/4.65mm out of a total length of .930"/23.62mm. The rest of the screw was not returned. Potential causes of overload include dense bone, excessive application of torque, or off-axis torque application during insertion. This could cause torsional strain on the plate, which could affect its forces on the screws. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a surgery the surgeon "stated that the 2.3mm screw which was inserted through the slotted compression hole in the metacarpal seemed to bend at the head of the screw and eventually go through the slotted hole. This caused the other metacarpal screws to start pulling out of the bone and the carpal screw (3.5mm) to break off". It was also reported that the plate and all the screws were removed, and after the surgeon implanted two staples from another manufacture. The surgery was completed with no delay. There were no adverse patient consequences reported. This report is related to report numbers 3025141-2023-00513 and 3025141-2023-00514 for the screws involved in this event. .